Event description:
(B)(4) is the initial importer of the device which is a wheelchair. We are filing this report in an over-abundance of caution due to an MDR regression analysis. The back of the chair broke while in use causing the user to fall. He hit his head and arm. No further details to the event are available.